Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0063948. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system hub. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, when the nurse was placing the intravenous indwelling needle for the patient, she opened the package and found a foreign body similar to colloid at the catheter hub of the indwelling needle. She immediately replaced the new indwelling needle for the patient without affecting the patient's condition."